Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.0x12mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery. Following predilitation, a 3.00 x 12mm synergy drug-eluting stent (des) was deployed to treat the lesion. While advancing, significant resistance was encountered and after deployment, a vessel dissection was noted. A 3 x 16mm synergy des was then deployed to cover the dissection, completing the procedure. No further patient complications were reported and the patient's status was stable.